Manufacturer narrative:
Additional information was provided in sections a.1, a.2, a.3, d.4, d.9, h.3 h.6 and h.11. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. However, the fluidics module was replaced as a preventive measure and returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The fluidics module was received. A visual assessment of the returned samples found the 3d bracket on the fluidics module was loose and revealed no obvious nonconformity on the active irrigation assembly. The returned samples then were installed to a calibrated system which turned on satisfactorily. A known working balanced salt solution (bss) bag and cassette were inserted to the fluidics module, and no non-conformities were observed. The system then primed and tuned successfully. A surgical test was performed in ultrasound mode and irrigation and aspiration mode, for 5 minutes each, and no system message was displayed during test. A test was performed and found the returned samples to meet specification. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received indicating that the affected eye was the right eye and that the nuclear hardness grade was three. Anterior chamber dysplasia occurred due to poor irrigation during the irrigation and aspiration step.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery, an ophthalmic system had insufficient irrigation. The patient experienced anterior chamber collapse and posterior capsule rupture. It was further reported that the surgery was canceled, and the patient was transferred to another facility for re-operation. The current status of the patient was unknown.